Manufacturer narrative:
Follow up report (B)(4). . D10: liner 10 degree elevated rim 3.5 mm, # item 00631005836, # lot: 61747992. Femoral stem 12/14 neck taper std, #I tem 00811400200, # lot 61640536. Therapy date: (B)(6) 2025. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a right hip arthroplasty superolateral dislocation. There is also a fracture of the greater trochanter with the fracture fragment containing both bone and cement. Bone quality is osteopenic. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to dislocation fourteen (14) years post implantation. Head and liner explanted.

Manufacturer narrative:
(B)(4). D10: 00631005836 liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell 61747992. G2: foreign: australia. Proposed component code: mechanical (g04)- head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.